Event description:
On (B)(6) 2011 customer reported a 200cc leak under the hmx autoloader. Customer stated that the fluid leaked on the countertop and onto the floor. Customer also stated that the instrument generated "diluent comparison out of limits" messages. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found a hole in the tubing through pinch valve 49 (pv49). Fse replaced the tubing through pv49 and verified instrument by running startup and controls. Fse noted that startup and controls passed. This resolved the issue.

Manufacturer narrative:
(B)(4).